Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a handheld computer displayed sql errors. Good faith attempts for return of the device have been unsuccessful to date.